Event description:
Consumer reports getting inaccurate readings. Analysis run on clark error grid using mean average reading (190) as ref. Point vs. Bd reading (67) yielded data points in the e range of the grid, outside acceptable limits.